Event description:
External email: hi, non urgent. On (B)(6) 2013 (B)(6) total hip 54 trident cup poly bearing 32 +8 mm chrome colbalt head accolade ii stem. She has MRI confirmed trunion metalosis. What does stryker suggest conversion to. I don¿t want to change the stem. Do you have ceramic with adaptor sleeves. Kind regards.

Manufacturer narrative:
Additional information: device information updated. An event regarding wear involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
External email: hi. Non urgent. On the (B)(6) 2013 northshore total hip 54 trident cup poly bearing 32 +8 mm chrome colbalt head accolade ii stem . She has MRI confirmed trunion metalosis. What does stryker suggest conversion to. I don¿t want to change the stem. Do you have ceramic with adaptor sleeves? Kind regards.